Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient had seen their healthcare provider (hcp) on the day of this report and the hcp said the ins battery was depleted. The patient also reported that they saw their hcp a few months ago and the hcp said at that time the ins should last about 6 more months. The patient reported that he was recovering from a surgery that was not related to the device. The patient was unsure if he would have his ins replaced; may or may not have it removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that the poor communication and loss of therapeutic effect had not been resolved. Patient stated it would require surgery to replace the implanted battery. Patient also inquired if airport security could damage the battery. It was indicated that patient turned stim off before going through airport security.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
The patient reported that after walking through an airport screening device their programmer displayed a poor communication screen. The patient was using an antenna and confirmed their antenna was secure which did not resolve their issue. No patient symptoms were reported. Additional information reported a damaged antenna and the patient was still experiencing poor communication with their new patient programmer. The patient was unsure if they were feeling stimulation or not or if they were experiencing a return of symptoms. The patient stated that it was difficult to say but they believed their implantable neurostimulator may still be working and alleged that maybe only the patient programmer was not working. The patient was going make an appointment with their healthcare provider to have their implantable neurostimulator (ins) evaluated. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.